Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). On (B)(6) 2018 maquet sas became aware of an incident with one of surgical lights- powerled. It was stated that the screw for fixation of the spring arm cover detached and was found on the ground of the operating room. There was no patient involvement however we decided to report the issue in abundance of caution as any part falling into sterile field or during the procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent increase in trend with the issue at hand and that the reported scenario has to our knowledge never lead, to date, to serious injury or worse. The issue was reviewed by the technician and manufacturer¿s specialist. It is possible that the issue occured due to poor tightening of the screw during maintenance, and that such lack of tightening during maintenance or vibration caused loosening of the screw. The last check and tightening of the screws was performed by customer. However, it was not established what factor caused the reported problem. We believe that our devices are performing correctly on the market.

Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- powerled. It was stated that screw for fixation of the spring arm cover was found on the ground. There is no patient involvement however we decided to report the issue in abundance of caution as any part falling into sterile field or during procedure might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).